Manufacturer narrative:
An evaluation is in process. A follow report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids:(B)(6).

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module, serial number (B)(6), for two patients. The results were not reported out. The samples were repeated on another alinity hq with higher results. The following data was provided: sid: (B)(6). Hgb = 54.6, repeat = 130 and 129 g/l. Sid: (B)(6). Hgb = 45.2, repeat = 98.4 and 98.6 g/l. Customer advised the following reference ranges are in use: sid (B)(6)= hgb 130-170 sid (B)(6).= 120-150 g/l no impact to patient management was reported

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for list 096p68-01 and the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) was identified.

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module, serial number (B)(6), for two patients. The results were not reported out. The samples were repeated on another alinity hq with higher results. The following data was provided: sid: (B)(6) hgb = 54.6, repeat = 130 and 129 g/l. Sid: (B)(6) hgb = 45.2, repeat = 98.4 and 98.6 g/l. Customer advised the following reference ranges are in use: sid (B)(6) = hgb 130-170 sid (B)(6) = 120-150 g/l no impact to patient management was reported.